Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), thyroid mass ("thyroid nodules"), fatigue ("fatigue"), arthralgia ("pain in right hip"), peripheral swelling ("circulatory issue: swelling leg"), depression ("depression"), acne ("acne"), feeling abnormal ("brain fog"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("heavy bleed "), dysmenorrhoea ("painfull cycles") and dyspareunia ("pain during intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy ¿ all but ovaries removed). At the time of the report, none of the outcomes for these events were known. The reporter considered acne, adenomyosis, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, heavy menstrual bleeding, peripheral swelling, thyroid mass and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy bleed "), dysmenorrhoea ("painfull cycles"), dyspareunia ("pain during intercourse"), thyroid mass ("thyroid nodules"), fatigue ("fatigue"), arthralgia ("pain in right hip"), peripheral swelling ("circulatory issue: swelling leg"), depression ("depression"), acne ("acne"), feeling abnormal ("brain fog") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy ¿ all but ovaries removed). Essure was removed on (B)(6) 2022. At the time of the report, the back pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, thyroid mass, fatigue, arthralgia, peripheral swelling, depression, acne, weight increased, feeling abnormal and adenomyosis outcome was unknown. The reporter considered acne, adenomyosis, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, heavy menstrual bleeding, peripheral swelling, thyroid mass and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.